Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: performed service and repair functions. Reviewed service history. Attach box label and electrical safety. Replaced worn fingers on complete pressure adjusters with tip replacement kits to correct issue. Also, performed cpu board modification. Replaced damage chamber holder, left front rubber foot, and teflon spacer. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the fms duo pump was not sucking. The issue was reported to biomed and the device was not used in the case so there was no patient harm or delay in surgery.